Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of issues with the customer's insulin pump. The mother states the customer had battery out limit alarm. The customer's blood glucose level at the time of incident was unknown. The customer states they received battery failure alarm, and the pump will not deliver any insulin. The customer states they tried to replace the battery, but the issue remained. The customer is only shot as backup plan. The customer was sent replacement battery cap. No further assistance provided at this time.